Event description:
Return reason: faculty thermistor. Analysis determined: investigation found that the thermistor malfunctioned because of an improper manifold set-up which allowed blood to migrate from the proximal lumen into the electrical connector cap and short out the wires. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. A review of the set-up procedure for extension wires before insertion is to be initiated. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.